Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a review of instrument service history, a search for similar complaints, a review of trending data, and a review of product labeling. The field service representative (fsr) performed extensive troubleshooting, including the replacement of the cuvette dry tip and cleaning the cuvettes with ict cleaning solution. No discrepant results have been reported since the instrument was serviced. The cc cuv dry tip, part number 09d51-02, was determined to be the likely cause for the issue. The instrument service history review did not identify any additional service tickets associated with discrepant results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. No systemic issues or adverse trends were identified. No non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated magnesium results when processing on the architect c4000. The following data was provided for sid (B)(6) from (B)(6) 2019: 5.73 mg/dl, 1.76 mg/dl, 6.19 mg/dl,1.96 mg/dl, and 1.81 mg/dl. The customer uses a normal range of 1.6 - 2.6 mg/dl, and critical cutoffs of </= 1.0 or >/= 6.0. No impact to patient management was reported.